Event description:
It was reported that some time post chronic catheter placement procedure, the catheter was allegedly noted to have a tear or puncture in the connecting part of the hub. It was further reported that saline and blood was noted to be flowing out of the tear. Reportedly the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending for return. The investigation of the reported event is currently underway. (Expiration date: 04/2026) device pending return.

Event description:
It was reported that one month post chronic catheter placement, the catheter was allegedly noted to have a tear or puncture in the connecting part of the hub. It was further reported that saline and blood was noted to be flowing out of the tear. Reportedly the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 12.5 fr hickman t/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A compound break was noted on the white luer extension leg, proximal to the clamping sleeve. The edges of the compound break on the white luer extension leg were noted to be uneven and the surface was noted to be round and smooth. Upon infusion, a leak was observed from the c-shape split on the extension leg. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported leak and identified burst issues. However the investigation is inconclusive for the reported material puncture issue as more specifically burst was identified during investigation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use that was included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. On site care instructions states to use alcohol wipes during cleanings. This instructions for use warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. Clamping the catheter selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: 1. Use only smooth-edged clamps. 2. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. (See diagram) 3. Follow the directions of your doctor or nurse regarding when to clamp. Most hickman* and broviac* catheters come with pre-attached clamps and reinforced clamping sleeves - do not clamp here. D4 (expiration date: 04/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month post chronic catheter placement, the catheter was allegedly noted to have a tear or puncture in the connecting part of the hub. It was further reported that saline and blood was noted to be flowing out of the tear. Reportedly the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use was reviewed. The instructions for use that was included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. On site care instructions states to use alcohol wipes during cleanings. This instructions for use warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. Clamping the catheter. Selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: 1. Use only smooth-edged clamps. 2. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. 3. Follow the directions of your doctor or nurse regarding when to clamp. Most hickman* and broviac* catheters come with pre-attached clamps and reinforced clamping sleeves - do not clamp here. H10: d4 (expiration date: 04/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.